Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73l1400433 investigation did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the hemolok clips were breaking off the tip of the device when being fired, and if fired successfully the clip was breaking in the patient off the structure being ligated. A new device was used. The surgeon removed all broken debris from the abdomen. The patient's condition was reported as fine.